Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime. It was stated that the customer's blood glucose reading was 31mmol/l. It was stated that the customer is going to the emergency room. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during prime test due to loose drive support disk. The insulin pump was received with a missing end cap sticker.